Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, brown particles on shell, missing shell and one curved opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp opening and broken striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -one sharp edge opening in the side posterior assessed as unidentified (tear) opening. - a striated edge broken in the side anterior assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Physician reported left side rupture. Device has been explanted.